Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "[femoral] head was no longer attached. Steinburg was used to loosen stem in canal. Accolade extractor with slap hammer attached. Greater than 10 swings and stem was out. Nothing unusual".